Manufacturer narrative:
A.1.- a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The circulator motor was replaced. Functional check carried out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a 3t heater cooler displayed error meaning pump 1 is blocked (too slow) on patient side (ee7). There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H 11: a device service history review has been performed and identified that the unit was manufactured in 2022 and no similar events were reported before. The most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.